Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information on two leads was submitted on two 3500a reports; however, there is only one lead (ventricular) on this report. (The atrial lead is not reportable.) Uf number modified to meet the required format for FDA. Original uf number was (B)(4).